Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer had a long boot time and therefore the hard drive was reconfigured and the software reloaded. Analysis also found that the solder joints of the radiofrequency head connectors were cracked and therefore the link electronic module board was replaced and calibrated, and that the display screen dropped and that the system fan was noisy. The lower display hinges and the fan were replaced. (B)(4).

Event description:
It was reported that the programmer had a slow boot. The service disk was run but it did not resolve the issue. Follow-up determined that the programmer was able to function normally once it completed the boot. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.